Manufacturer narrative:
A ge service representative performed an onsite investigation. The collimator was calibrated and the manufacturer verified that it was within specifications. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the system's collimator magnification number one mode field size was excessive. No patient injury was reported.